Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for normal device follow up with multiple non-sustained right ventricular oversensing episodes due to post paced t wave oversensing. The device was reprogrammed. The patient's condition was stable throughout, and received no adverse affects from the device.